Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that their therapy had been totally unsuccessful, they either could not urinate or could not control the urine once it started. Patient noted they would like the ins removed. Patient stated that the first week they had noticed that their frequency was down, but the frequency was not a bother, they either could not urinate or when they did it was all of a sudden. Patient stated they were nearly homebound. Patient reported they were physically unable to hold their patient programmer over the ins. Patient noted they were not well, referring to both their urinary symptoms and their general health. It was recommended that the patient reach out to someone to aid in making adjustments since the patient was physically incapable. No further complications were reported or anticipated.